Manufacturer narrative:
The manufacturing site name was documented as synthes (B)(4) in the initial report. This has been updated to depuy synthes products llc ((B)(4)). Please note that the contact office name/address have been updated accordingly to reflect the corrected manufacturing facility. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper handling. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the power module device had water damage. It was further reported that the device had a liquid malfunction and was damaged. It was further determined that the device failed pretest for check motor shaft abrasion and free moving, information button and self-test, charging and checking of power module in charger function- test, saw- test, and check indicator- liquid damage. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.